Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 650 mg/dl with diabetic ketoacidosis. Reportedly, customer went to the emergency room and was then hospitalized. Bg was treated with intravenous potassium and novolog. The supplies were changed to address the event. Customer was released from the hospital the same day.